Manufacturer narrative:
The complainant indicated that the device has been discarded and will not be returned for eval. A device analysis cannot be performed; therefore, the cause of the loop detachment is undetermined. A search of the complaint database revealed no additional complaints recorded for this lot.

Event description:
An endovive standard peg kit was used during a peg placement procedure (patient age, gender, and weight unknown) in 2007. According to the complainant during the procedure, "the [snare] loop fell off into [the] patient's mouth." The physician was able to retrieve the loop with another device [product and manufacturer unknown], and the procedure was successfully completed. No complications were reported as a result of this event.